Manufacturer narrative:
Follow-up #1: date of submission 12/7/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/25/2015 with the following findings: during investigation, the battery compartment was found to be cracked on the side of the battery compartment at the threads, above the bumper at the threads and below the bumper at the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.